Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances. No device malfunction was suspected. The patient underwent a lead replacement procedure and patient was doing well postoperatively. The explanted lead was discarded by the hospital.